Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and customer was unable to obtain readings. The customer experienced symptoms described as "pale, low body temperature, dizziness, vomiting and was unable to self-treat. The customer received "sugar water, one glucose candy and a piece of bread" from a non-healthcare professional as treatment. There was no report of death or permanent impairment associated with this event.